Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt in our post market quality assurance laboratory. The device case was opened, and visual inspection revealed no irregularities. The battery was removed, and external power was applied to the hybrid. Hybrid current drain measured normal. In the laboratory, the device could not be interrogated; however, it was confirmed that the device had evidence of a failure in the supplied battery component. Detailed analysis found evidence of failure consistent with the supplied battery component.

Event description:
It was reported that this pacemaker could not be interrogated during an in office check at the battery was thought to be completely depleted. It was noted that the patient had been lost to follow up. This device was subsequently replaced due to normal battery depletion. No adverse patient effects were reported.